Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09mar2020.

Event description:
It was reported that the ventilator had a blower temperature high diagnostic code. There was no patient involvement. The customer troubleshot with technical support. The customer reported that the unit ran for 24 hours and the reported issue was not able to be duplicated. The unit was returned to use.